Event description:
It was reported that during a lead implant procedure, it was evident through contrast that a very small perforation had occurred in the coronary sinus when the catheter was inserted. The contrast medium dissipated by the end of the procedure and the physician stated that no further action was needed. The patient was stable throughout and following the procedure with no additional consequences.